Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed during product evaluation. This condition was caused by a defective main battery. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a failure code of 94; this condition had the potential to interrupt delivery. The event was reported to have occurred after delivery in biomedical service. According to the hospital representative the patient was not involved. No patient injury or medical intervention had been reported related to the device. No additional information is available.